Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post implant checkup after leaving the procedure room, the right ventricular lead exhibited micro dislodgement. Chest x-ray was performed and revealed the lead did not have much slack. The lead was repositioned successfully. The patient remained asymptomatic and was in stable condition post operation.